Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope, error message during washing process/ b30 error appears (communication error). The issue occurred during a procedure. The procedure was therapeutic. The procedure was completed using a similar device. The device was inspected before use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on ccd (charged coupled device) unit. The device evaluation also found the following: due to data error of scope circuit board, e216 (scope communication err) occurred; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; distal end is shaved; adhesive on bending section cover or distal sheath rubber has a chip; control unit is damaged. Control unit is sticky due to water leakage; suction connector is sticky due to water leakage; scope connector cover unit is sticky due to water leakage; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; connecting tube has a dent; connecting tube has a scratch; bending section cover or distal sheath rubber has discoloration; connecting tube has a dent; and connecting tube has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable malfunctions (b30 and e216 error codes) were likely caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling; or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected by following ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ which state: "[inspection of the endoscopic image]: confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops. 6. Turn the insertion tube rotation ring slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. 8. Align the up indication of the insertion tube rotation ring with the up indication on the control section." Olympus will continue to monitor field performance for this device.